Manufacturer narrative:
(B)(4): the customer reported that the inside packing of a connector for m4744a switched internal paddle set has come off. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the inside packing of a connector for m4744a switched internal paddle set has come off. There was no reported pt involvement.